Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 255 mg/dl, 179 mg/dl, 106 mg/dl, 96 mg/dl, 73 mg/dl, 72 mg/dl, 81 mg/dl and 78 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.